Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to improper diet or constipation, therefore the cause will remain unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified drugs and pd therapy was ongoing. The patient outcome was unknown. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2024 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.